Event description:
Covidien formerly tyco healthcare received a report from a biomedical engineer that the unit did not provide an audio tone. There was no patient harm reported.

Manufacturer narrative:
The customer has opted to not return the unit in for evaluation. The customer also isolated the problem to the main pcb. The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure. If additional information is made available, a supplemental report will be submitted.